Event description:
It was reported that during a procedure to treat a narrow, complicated lesion in the proximal left anterior descending (lad) artery and diagonal, the diagonal was stented from the ostium with a 3.0x15 mm non-abbott stent. A 3.5x38 mm non-abbott stent was advanced but could not advance down the lad. A 3.0x20 mm rx trek dilatation catheter was advanced without resistance and inflated for dilatation in the lad. Reportedly, the 3.0x20 mm rx trek dilatation catheter was used previously without issue; however, the balloon would not deflate despite pulling back with a syringe. The 3.0x20 mm rx trek dilatation catheter was pulled back with difficulty, which resulted in the balloon with the tip included separating from the catheter. The separated portion was left behind in the proximal lad and was later retrieved by removing the guiding catheter. The patient was unstable and had no flow until the dilatation catheter was withdrawn from the patient which lasted a few minutes. There was a reported clinically significant delay in the procedure of 5 minutes. A new balloon was used for dilatation and a stent was deployed in the lad to successfully treat the target lesion. Reportedly, a 2.5x15 rx trek dilatation catheter was used during the procedure without any issues. The patient outcome was good. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported separation was confirmed. The reported deflation difficulty could not be tested due to the condition of the device and the reported difficulty removing was due to case circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot revealed no other incidents for detachment of device component, deflation issue, difficult to remove, or occlusion reported for this lot. Occlusion is listed as a known possible adverse effect in the trek rx and mini trek rx, global instruction for use. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: balance middleweight (bmw), whisper , bmw universal; stent: resolute integrity 3.0x15. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.